Manufacturer narrative:
Additional information: b5 - it was reported the cataract was noticed on 19-sept-2019. When the cataract was removed it was replaced with an iol from another manufacturer. Post-op report stated the "patient was doing very well". Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - patient received cataract surgery. H6 - patient code 3191: no code available (cataract surgery). Claim#: (B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explanted: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, in the patients left eye (os) on (B)(6) 2007. The lens was explanted due to development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.